Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: an update indicated that the patient was started on dialysis due to prolonged clamping of the hilum. The patient was also reported to be in remission and able to eat.

Event description:
It was reported that during a da vinic-assisted radical prostatectomy procedure, bleeding from unspecified blood vessels occurred while using the monopolar curved scissors (mcs) for dissection. The volume of blood loss and whether a transfusion was required are unknown; however, the bleeding was described as not a normal amount. To manage the bleeding, the procedure was converted first to laparoscopic and then to an open approach. Hemostasis was achieved through cautery and suturing. The cause of the bleeding was attributed to surgical technique. There was no indication that the da vinci system, instruments, or accessories caused or contributed to the event. The procedure was completed, and the surgeon reported no concerns regarding potential long-term complications for the patient as a result of this event. Postoperatively, the patient experienced an unspecified complication that required evaluation by a cardiovascular surgeon and subsequent cardiac catheterization. No further details regarding this complication have been provided. The patient remains hospitalized at this time.

Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. Therefore, no product is expected to be returned for failure analysis. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional information: initially, it was reported that during a da vinci-assisted radical prostatectomy, an unspecified amount of bleeding occurred while using the monopolar curved scissors (mcs) for dissection. Further investigation clarified that the event actually took place during a da vinci-assisted partial nephrectomy. An aortic injury occurred outside the field of view during dissection of the renal artery and vein using a maryland bipolar forceps (mbf) instrument. The bleeding was attributed to the surgical technique, resulting in a conversion to an open procedure. It remains unknown whether the partial nephrectomy was completed or aborted due to the injury. Later that same day, the aortic injury was diagnosed as an aortic dissection, originating in the area where the dissociation begins around the kidneys. The patient was subsequently evaluated by a cardiovascular surgeon, and a cardiac catheterization was performed. No further details regarding this complication have been provided. The estimated blood loss was reported as 44 liters, accounting for a comprehensive measurement that includes the blood or fluid replaced through transfusion or infusion and subsequently lost again due to the ruptured aorta. The patient is still hospitalized but continues to recover.

Event description:
Refer to h11 for follow-up information.